Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat the right coronary artery with heavy calcification, heavy tortuosity and 80% stenosis. The dragonfly opstar imaging catheter was advanced to the lesion with resistance noted but was able to cross the lesion and perform pullback. A dissection was suspected to be caused by the dragonfly and orbital atherectomy was performed. There was a clinically significant delay in the procedure due to the dissection and unspecified treatment and the patient was unstable and symptomatic throughout the procedure. The patient experienced cardiac arrest and expired. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The reported patient effects of vascular dissection, cardiac arrest, and death are listed in the dragonfly opstar imaging catheter¿s instructions for use (IFU), as known potential complications which may occur as a consequence of intravascular imaging and catheterization. The event was reviewed by the medical review team. Based on the information provided, there is insufficient data to suggest the dragonfly opstar is the cause of death. However, it is possible that the use of the dragonfly opstar imaging catheter may have contributed to the reported procedure complication of dissection. Per the additional reported information, the imaging catheter was able to cross the lesion and perform a pullback; resistance was noted during advancement due to challenges with vascular anatomy. Physicians later speculated that the catheter may have contributed to dissection, however it is not confirmed. No device malfunction with respect to the dragonfly catheter was documented. It is important to note that other factors, such as devices used prior to dragonfly use as well as intra-procedure patient management, should be considered as possible contributions to dissection which later attributed to patient expiration. Based on the information received, the investigation determined that the reported difficulty to advance which resulted in dissection, cardiac arrest, and death appears to be related to operational context. In this case, it is likely that the patient¿s anatomical conditions (heavy calcification and heavy tortuosity) caused the reported difficulty to advance. Based on the information provided, there is insufficient data to suggest the dragonfly opstar was the cause for the reported death; however, it is possible that the use of the dragonfly opstar imaging catheter may have contributed to the reported procedure complication of dissection. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: adverse event/product problem: added adverse event.

Event description:
Subsequent to the initially filed MDR report it was reported that the resistance during advancement was with the anatomy. The dissection was treated with ballooning and stent placement. The cardiac arrest was treated with manual cardiopulmonary resuscitation and defibrillation.